Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter had a power issue ¿ meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue occurred on an unspecified date one and a half weeks prior to the alert date of (B)(6) 2018. The patient manages their diabetes by self-adjusting their insulin dosage and stated that due to the alleged product issue they guessed how much insulin to take and increased their regular dosage ¿a little¿ ¿ the exact dosage taken was not noted. The patient stated that two days after this they developed symptoms of ¿dizzy, nauseous and bad headache¿. The patient did not require any medical treatment as a result of this, but informed the cca that they lay down after becoming symptomatic. At the time of troubleshooting the csr noted that there was no misuse of the product and this was not the first time the product had been used by the patient. The patient¿s products were replaced. This complaint is being reported because the patient claims they were unable to test their blood glucose due to the reported issue and reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged meter issue began.